Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Manufacturer narrative:
An event regarding periprosthetic fracture involving a securfit stem was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Doctor removed the stem, head and liner and replaced with a restoration mod stem, new head and liner and dall miles cables and plates. Doctor found the stem to be loose and a previous fracture that went on to a non union.

Event description:
Doctor removed the stem, head and liner and replaced with a restoration mod stem, new head and liner and dall miles cables and plates. Doctor found the stem to be loose and a previous fracture that went on to a non union.